Event description:
On august 24, 2009, the lay-user/patient contacted lifescan (lfs), alleging the one touch basic meter will not power on. On september 1, 2009, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose 3 to 4 time per day and manages his diabetes with oral medication (actos, avandia, glyburide, and metformin) and insulin (lantus and regular). The pt reportedly takes regular insulin when his blood glucose is elevated to prevent any hyperglycemic condition. On the morning of the event in 2009, the pt obtained his fasting blood glucose of "123 mg/dl" on the subject meter. The power issue began at 10am. The pt reportedly could not test on the subject meter after the power issue began. The pt indicated that he took his usual oral diabetes medical and lantus insulin on the day of concern. During the evening of the day, the pt claimed he developed symptoms of "frequent urination", which the pt attributes to having high blood glucose. The symptoms lasted for approximately one day. The pt indicated he was able to abate the symptom through exercise during the evening and morning time. The pt felt that had he been able to obtain his blood glucose readings on that day, he would have taken his regular insulin to prevent the alleged hyperglycemic symptom. During troubleshooting, the power issue was not resolved. The battery was replaced per the owner's manual. The battery contacts were in good condition. There is no evidence of product misuse. This complaint is being reported because the pt claimed that he had symptom that can be associated with hyperglycemia after power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.